Event description:
Pacemaker - diagnosed as a fractured lead on the medial pacemaker wire. I had pacing continuously of my pacemaker. Upon checking the pacemaker, it was found that the medial wire closest to the center of my chest was fractured and was causing the pacemaker to run all the time because it wasn't recognizing that my heart was beating on its own. The doctor had to unprogram this lead to make it stop. The fact remains that I still have a broken lead going in my chest going into my heart. Pacemaker -medtronic- enpulse e2 dr -model- e2dr01aa- was implanted in 2005. The pacemaker seems to be functioning correctly. The malfunction was caused by the middle wire.